Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: call service alarm observed in black box and alarm history. Returned battery cap used for investigation. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.